Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged case) has been confirmed. Upon investigation the monitor was unable complete essential performance testing. The monitor's electrode belt connector was broken free from the monitor enclosure, damaging wires within the receptacle. The root cause for the damaged receptacle was excessive force. No adverse events occurred from the damaged monitor. Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation the electrode belt was unable to complete essential performance testing. The cause for the failure was the cable connecting the distribution node (dn) to the rear therapy electrodes, the trunk cable, and the cable connecting ECG a and b were pulled from the strain relief, damaging wires in the cable and damaging the j702 and j703 on the distribution node pca. Root cause: the root cause for the strained cable was excessive force. No adverse events occurred from the damaged belt. Manufacture dates: monitor sn (B)(4) - 2/5/2019. Electrode belt sn (B)(4) - 9/26/2014.

Event description:
A us distributor reported that a patient's monitor case and electrode belt were damaged.